Event description:
It was reported that the patient read on the internet that 40% of pumps have issues. No additional information was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).